Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® needle had a loose connection between the needle and the safety mechanism while in the "delivery state." It was noted that the needle and safety mechanism detached while disconnecting the components. No patient or clinician injury was reported. See MFR: 3012307300-2016-00451, 3012307300-2016-00491, 3012307300-2016-00533, and 3012307300-2016-00534.